Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding'), tunnel vision ('vision/eye problems: tunnel vision') and cervix carcinoma ('tumor / teratoma / cancer: cervical cancer') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included body mass index normal. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included hypothyroidism, anemia, vaginal discharge and chemotherapy. Concomitant products included alprazolam since 2015, baclofen since 2017, bupropion from 2016 to 2017, celecoxib (celebrex) from 2016 to 2017, ciprofloxacin since 2018, cyclobenzaprine since 2018, dexamethasone since 2015, diclofenac since 2017, doxepin hydrochloride (silenor) since 2014, ergocalciferol since 2018, esomeprazole since 2015, ferrous sulfate since 2018, hydrocodone since 2015, ibuprofen since 2015, ketorolac since 2015, levothyroxine since 2007, morphine since 2015, naproxen since 2017, ondansetron since 2015, phenazopyridine since 2015, promethazine since 2015, tramadol since 2014 and venlafaxine since 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pain ("waist pain"), migraine ("migraines"), headache ("headaches"), muscle spasms ("neurological conditions or problems: muscle spasms"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition: severe bloating and discomfort"), abdominal discomfort ("gastrointestinal or digestive system condition: severe bloating and discomfort"), insomnia ("other injuries: insomnia") and arthralgia ("pain right hip"). In 2014, the patient experienced tunnel vision (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced hot flush ("hormonal changes: hot flashes"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems- condition; depression/ anxiety") and anxiety ("psychological or psychiatric problems- condition; depression/ anxiety"). On (B)(6) 2015, the patient was found to have cervix carcinoma (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced nausea ("nausea") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced dental caries ("dental problems severe cavities, teeth breaking") and tooth fracture ("dental problems- severe cavities, teeth breaking"). In october 2015, the patient experienced urinary tract infection ("infection: uti"). In (B)(6) 2016, the patient experienced skin irritation ("rashes or skin conditions: skin irritation/rash") and rash ("rashes or skin conditions: skin irritation/rash"). In 2016, the patient experienced urinary incontinence ("bladder or urinary problems or changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and back pain ("lower back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy are they removing your cervix). Essure was removed. At the time of the report, the genital haemorrhage, tunnel vision, cervix carcinoma, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, hot flush, urinary tract infection, pain, back pain, female sexual dysfunction, depression, anxiety, skin irritation, rash, urinary incontinence, migraine, headache, nausea, dental caries, muscle spasms, fatigue, weight increased, abdominal distension, abdominal discomfort, insomnia, alopecia, arthralgia and tooth fracture outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, alopecia, anxiety, arthralgia, back pain, cervix carcinoma, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, hot flush, insomnia, migraine, muscle spasms, nausea, pain, rash, skin irritation, tooth fracture, tunnel vision, urinary incontinence, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discremptency date(s) of insertion:(B)(6)2012 , (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Pathology test - on (B)(6) 2020: specimens: fallopian tubes. There is no significant tubal inflammation or neoplasia. ¿concerning the injuries reported in this case, the following one/ones were described in patients medical record: genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2021: medical records received. Reporter information and lab results were added. Imdrf-FDA codes synchronization. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding'), tunnel vision ('vision/eye problems: tunnel vision') and cervix carcinoma ('tumor / teratoma / cancer: cervical cancer') in a (B)(4) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included body mass index normal. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included hypothyroidism, anemia, vaginal discharge and chemotherapy. Concomitant products included alprazolam since 2015, baclofen since 2017, bupropion from 2016 to 2017, celecoxib (celebrex) from 2016 to 2017, ciprofloxacin since 2018, cyclobenzaprine since 2018, dexamethasone since 2015, diclofenac since 2017, doxepin hydrochloride (silenor) since 2014, ergocalciferol since 2018, esomeprazole since 2015, ferrous sulfate since 2018, hydrocodone since 2015, ibuprofen since 2015, ketorolac since 2015, levothyroxine since 2007, morphine since 2015, naproxen since 2017, ondansetron since 2015, phenazopyridine since 2015, promethazine since 2015, tramadol since 2014 and venlafaxine since 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pain ("waist pain"), migraine ("migraines"), headache ("headaches"), muscle spasms ("neurological conditions or problems: muscle spasms"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition: severe bloating and discomfort"), abdominal discomfort ("gastrointestinal or digestive system condition: severe bloating and discomfort"), insomnia ("other injuries: insomnia") and arthralgia ("pain right hip"). In 2014, the patient experienced tunnel vision (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced hot flush ("hormonal changes: hot flashes"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems- condition; depression/ anxiety") and anxiety ("psychological or psychiatric problems- condition; depression/ anxiety"). On (B)(6) 2015, the patient was found to have cervix carcinoma (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced nausea ("nausea") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced dental caries ("dental problems severe cavities, teeth breaking") and tooth fracture ("dental problems- severe cavities, teeth breaking"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection: uti"). In (B)(6) 2016, the patient experienced skin irritation ("rashes or skin conditions: skin irritation/rash") and rash ("rashes or skin conditions: skin irritation/rash"). In 2016, the patient experienced urinary incontinence ("bladder or urinary problems or changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and back pain ("lower back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy are they removing your cervix). Essure was removed. At the time of the report, the genital haemorrhage, tunnel vision, cervix carcinoma, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, hot flush, urinary tract infection, pain, back pain, female sexual dysfunction, depression, anxiety, skin irritation, rash, urinary incontinence, migraine, headache, nausea, dental caries, muscle spasms, fatigue, weight increased, abdominal distension, abdominal discomfort, insomnia, alopecia, arthralgia and tooth fracture outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, alopecia, anxiety, arthralgia, back pain, cervix carcinoma, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, insomnia, menorrhagia, migraine, muscle spasms, nausea, pain, rash, skin irritation, tooth fracture, tunnel vision, urinary incontinence, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy date(s) of insertion: (B)(6) 2012 , (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patients medical record: genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: pfs received. Surgery hysterectomy are they removing your cervix were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.